Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. No communication could be established with the returned device and a programmer. The device case was opened, and internal visual inspection appeared normal. The battery voltage was measured and determined to be too low to establish telemetry. The battery was removed and sent for further analysis which found depleted cells with no battery-related anomaly determined. Overall, analysis confirmed the pacemaker was in safety mode; however, a cause could not be established. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker entered safety mode and is part of the high impedance advisory population. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis and the investigation has been completed.

Event description:
It was reported that this pacemaker entered safety mode and is part of the high impedance advisory population. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.